Event description:
Reporter alleged losing consciousness and being treated by paramedics after using the blood glucose monitoring device. Reporter stated device result in the morning was 49 mg/dl and ate something whereas afterwards, device result was 101 mg/dl. Reporter stated two hours later losing consciousness when driving and went into a ditch where police called ambulance. Reporter indicated ambulance device result was 32 mg/dl and was treated with glucose in a tube and a glucose IV. Reporter stated not being transported to the hospital; however called the doctor about recent low device readings (20s. 30s, & 40s mg/dl) and doctor changed medication. Reporter indicated no controls were used. A request was made for the return of the suspect device and replacement product was sent.